Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation and performed to specification. Review of the device logs found that the device was powered on without ac power from 9/28/2021 to 2/7/2022. There are also "low battery" warnings from 12/30/2022 to 1/31/2022. The device then switched to "replace battery" warnings displaying twice a day until 2/7/2022, the last day the device was on before the reported aware date. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.